Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Evaluation of the photos provided revealed that a metal pin for the tubing guidance came loose and fell into the raceway, which blocked the pump. This led to the error displayed on the pump control panel. The s5 mast roller pump was requested and returned for further investigation and repair. The service department was able to confirm the reported malfunction and replaced the complete pump head to solve the issue. Subsequent functional verification testing found no further issues and after a successful technical safety inspection the device was returned to the customer.